Manufacturer narrative:
On february 26, 2024, mentor received the device for evaluation. On february 29, 2024, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear (a) within the shell abrasion measuring approximately 0.1 cm. In addition, a tear (b) was found on the posterior view, measuring approximately 1.1 cm. Microscopic examination was performed on the edges of the rupture (b), and parallel striations were found in the whole area of the tear (b). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the possible cause of the rupture (a) is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. Based on the information currently available, the microscopic examination of the rupture (b) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a 375cc mentor smooth round moderate plus profile saline breast implant. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed during a physical exam. As a result, the patient underwent bilateral removal and replacement with 375cc mentor smooth round moderate plus profile breast implants on (B)(6) 2024.